Event description:
On (B)(6)2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result. I-stat- time: 11:21, result: 0.10 whole blood. I-stat ¿ time : unk, result: 0.00 ½ filled plasma. Beckman- time 11:30, result ¿ 0.00 ½ filled plasma. The customer used ½ filled plasma sample which is not recommended by abbot point of care. Customer was advised regarding field action letter (B)(4) to ensure that samples are obtained from blood collection devices filled to their stated volume. Inappropriate filling of blood collection devices will result in an incorrect blood to additive ratio and may lead to incorrect analytic results or inconsistent product performance. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Then final investigation is pending however, preliminary retains test data shows that product is performing to specification. At this time abbott point of care has no reason to believe that a deficiency exists.